Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 703:00. The failure code was reported to have occurred during biomed testing. The hospital representative stated that no patient injury or medical intervention has been reported. No additional contact information was available.